Event description:
It was reported the patient had frequent low flow alarms and the customer requested low flow software adjustment from 2.5 lpm to 2.0 lpm. It was additionally stated that the patient was previously on a low flow software system controller, but they required a controller exchange and needed the new controller to be upgraded. The patient had no current low flow alarms at the time. The patient did not experience any symptoms.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running light emitting diode (led) on the system controller was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis, and log files were not submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated that the green light was no longer visible on the system controller due to usual wear and tear.

Manufacturer narrative:
Section d4: UDI has been corrected. Section d4: serial number has been corrected. Section d4: expiration date has been corrected. Section h4: manufacture date has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.